Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodged into main cs after patient suffered a fall in late (B)(6) 2019. Patient was seen in clinic on (B)(6) 2020, and lead revision was planned for (B)(6) 2020. On (B)(6) 2020, patient was admitted to the hospital after receiving therapy for vt. Patient was intubated and stabilized. Device interrogation showed 9 shocks and 5 atp therapy. While awaiting transfer to cicu, patient lost pulse and could not be resuscitated. All system components remain in the body. Should additional information be received, this file will be updated.